Manufacturer narrative:
Additional FDA product code includes: kra- catheter, continuous flush. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that as the fogarty embolectomy catheter was being removed post-angioplasty, the catheter tip broke off inside the patient. The physician attempted to remove the catheter tip with a gooseneck snare but they were unsuccessful. There was no injury or hemodynamic compromise. The device is expected to be returned.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was not returned for evaluation; a product non-conformance or device failure could not be confirmed. As part of the manufacturing process 100% of the units go through a balloon inspection process. The device history record review was completed and all manufacturing inspections passed with no non conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. A correction was also made to the heath effect-impact code.

Manufacturer narrative:
One model 12tlw805f35 catheter was returned for evaluation. The customer report of catheter tip broke off was confirmed. The tip of the catheter was broken under the balloon. Catheter tip with balloon latex, both balloon bushings and balloon windings were not returned. Cross surface of broken section appeared uneven and rough. Catheter body appeared wavy near the break location. No other visible damage was observed from catheter body. A device history record review was performed, and no related non-conformances were found. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units undergo a balloon inspection, a visual inspection, and a tip inspection. The instructions for use also contain the following precautions: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.